Event description:
It was reported to medtronic minimed that the customer experienced harm with no reported allegation of a device malfunction. The customer reported blood glucose value of 450 mg/dl. The customer reported hyperglycemia, infection, fever, malaise, headache, fatigue, arrhythmia, tinnitus, diaphoretic, vomiting and treated with manual injection, insulin pump and ems/ambulance/ER visit. The event involved product(s) mmt-1715kl, mmt-396a, mmt-7020a, mmt-332a. Troubleshooting was performed and the customer was using the insulin pump system within 48hrs of reported high bg event. Customer was not using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-1715kl. No product return is required for mmt-396a. Product return requested for mmt-7020a. Customer declined to return, or is unable to return. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported having a high blood glucose. He treated the high with bolus from the pump and manual injection. Customer also reported going to urgent care (not ems/ER) for infection and fever not related to diabetes. There was no arrhythmia and no diaphoresis. There was also a difference between the sensor glucose of 379mg/dl and blood glucose of 450mg/dl. Customer declined further troubleshooting. Pump did not have auto mode or smartguard feature. It is unknown if customer will continue to use the pump. Pump is not returning for analysis. No product return requested for sensor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.